Event description:
During an endovascular embolization procedure on (B)(6) 2026, it was reported that the 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400 / 9714816) was impeded in the hub of the microcatheter (unspecified competitor brand) and could not be inserted into the microcatheter. The physician tried to retract the stent, but the stent was found to have prematurely detached from the delivery wire in the hub of the microcatheter. The physician removed the microcatheter and the stent from the patient and replaced the stent with another 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400 / 9714816) and replaced the microcatheter with a 150cm x 5cm prowler select plus microcatheter (606s255x / 31601095), but the second stent was also impeded in the hub of the prowler select plus microcatheter and became prematurely detached from the delivery wire in the hub of the microcatheter. The physician removed the second stent and second microcatheter and replaced both devices to complete the procedure, which was reportedly prolonged by about 15 minutes. There was no report of any negative patient impact. On 11-feb-2026, additional information was received. The information confirmed that the procedure was targeting an aneurysm on the anterior communicating artery. The target vessel did not have any significant vascular tortuosity or calcification. An adequate continuous flush had been maintained through the microcatheter. The information confirmed that the first stent was impeded a non-j&j microcatheter and then became prematurely detached in this microcatheter. The second microcatheter was the prowler select plus and the second stent also became impeded and ultimately prematurely detached in the hub of the prowler select microcatheter. The replacement stent was another 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400). The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative patient impact and the physician did not consider the reported 15-minute delay in the procedure to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31601095) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 06-mar-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. The distal end of the microcatheter was stretched from 0 cm to 5.5 cm. The microcatheter was flushed using a lab sample syringe. After flushing, a lab sample guidewire was introduced into the microcatheter, and it was able to be advanced until the guidewire reached the stretched area. The inner diameter (ID) of the hub and the proximal outer diameter (od) of the microcatheter were confirmed to be within specifications. Although the proximal end of the microcatheter was not obstructed, the reported issue in the complaint is confirmed based on the damaged condition of the microcatheter. According to risk documentation, a damaged microcatheter is a potential failure mode that can result in the inability to deliver therapeutic device to desired location when the microcatheter is inserted into the rotating hemostasis valve (rhv) of the guide / intermediate catheter or the sheath. A review of manufacturing documentation associated with this lot (31601095) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. The instruction for use (IFU) contains the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.